Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was in clinical use. According to the information collected, the procedure was delayed (<20 minutes) and competed by using anther system. Fse confirmed that all movements of the frontal stand were not possible, and issue was caused by geo pc not running (not booting up). Review of the system log file showed that there was a malfunctioning geo-pc. On further diagnosis, fse found the issue with the geo pc hard disk. However, the same problem was again reported on 16aug2023 04:51pm case number 0122141011 tw pr# 3747942, where fse ordered and replaced the geo pc to resolve the problem permanently. However, the issue was completely resolved in pr 3747942 with the replacement of the geo pc. Actual cause of the issue was with the geo pc. Issue got resolved by replacing geo pc. In this pr the issue was temporarily resolved by replacing the geo pc hard disk and, reinstalled the software of the geo pc. The system was performing as intended and handed over to the customer. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was delayed. The procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that all movements of the frontal stand were not possible. Review of the system log file showed that the malfunctioning geo-pc. Upon functional testing, the fse found issue with the geometry pc hard disk. The fse replaced the geometry pc hard disk and reinstalled software, which temporarily resolved the issue. However, the issue reoccurred after few days and the fse replaced the geometry pc. After replacement of geometry pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that some system movements were not possible. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.